Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed five critical battery alarms and two power disconnect alarms. The power disconnect alarms were likely caused by a malfunction experienced by the battery attached to power port 1. Log file analysis revealed a controller power up and motor start was logged on 12/27/2015, most likely due to a double disconnect of both power sources. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. The reported events could not be duplicated at the bench level. Investigation of this event revealed that the most likely root cause is a communication error between the controller and the batteries. This is a known issue that was investigated under a CAPA. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This is report one of two reports (3007042319-2015-01355, 01356) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of two reports (3007042319-2015-01355, 01356) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator at a us site that the patient was seen in clinic today with complaints of ongoing battery issues (see previous complaints (B)(4)). It was reported that the patient was experiencing critical battery alarms, as well as a power disconnect alarm noted on interrogation. The trend screen showed double power disconnect ~4 days ago, however the patient states that both batteries were firmly connected and charged at the time. Log files were sent. Per clinical engineers, a critical battery alarm was noted on (B)(4). Also two separate power disconnect alarms were logged on (B)(6) 2015. A recommendation was given to remove (B)(4) from circulation, also a decision was made to change patient's controller ((B)(4)) due to the frequency of the battery issues he has been having. Patient's controller was changed by coordinator in clinic and he was provided with a new backup controller and battery. There was no consequence to the patient. No additional information is available. The investigation is ongoing.